Event description:
The service repair tech reported that during routine testing of the device at the service ctr, the knob/latch on the tube clamp assembly seized when the tubing was installed. The knob would not rotate fully to lock delrin slides into open position. There was no pt involvement.

Manufacturer narrative:
The service repair tech (srt) confirmed the reported issue. The tube clamp assembly was repaired and returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.